Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received excessive no delivery alarms. The blood glucose reading was 172 mg/dl. Customer declined troubleshooting for recurring no delivery alarms and confirmed that she follows proper set insertion procedures. She also reported that she has been using the same infusion sets for years and never had this problem with her old insulin pump; she switched back to her old device and did not receive any no delivery alarms. Nothing further reported.

Manufacturer narrative:
The insulin pump passed displacement test, no delivery, rewind, basic occlusion and prime tests. No excessive no delivery alarm noted. Scratched lcd window and cracked reservoir tube lip.